Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28jan2019. (B)(4). Reporter phone number unknown.a follow-up report will be submitted once the investigation is completed

Event description:
The customer reported that the power cord was damaged. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 4feb2019. Date rec'd by MFR: 1feb2019. The manufacturer¿s international service technician confirmed the reported power cord issue and replaced the power cord (ac cord) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.